Event description:
The pt experienced underinfusion. The physician pulled more drug than expected from the reservoir. The pump and catheter were explanted and not replaced. The drug being administered via the pump was dilaudid. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.